Event description:
It was reported to intuitive surgical that the customer observed that one glass was missing from the endoscope. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed that a lens is missing and found that the endoscope was returned with mechanical damage to the distal window assembly hermetic seal. Engineering concluded that damage to the hermetic seal resulted in fluid invasion causing subsequent major damage to the optical components. The da vinci s surgical system user's manual specifically states: pre-operative inspection - use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side - the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. Instrument and accessories cleaning and sterilization - exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on the distal windows and never clean with sharp objects or instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.